Event description:
It was reported that during a salpingo-oophorectomy procedure the tissue pad on the device melted. The site used a similar device to complete the case with no patient consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.